Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was also performed. One device was returned for evaluation. The device was returned with the handle stuck in the open position. The basket formation was in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. The handle has a crooked appearance. The collet knob was loosened and the handle would then actuate the basket formation. When the collet knob was loosened the cannulated handle slipped. Debris was noted on the inner diameter of the collet knob. The handle was disassembled. The basket formation could be manually actuated; however, it is very tight moving through the sheaths. The support sheath and basket sheath are still adhered. A visual examination noted the basket sheath is slightly smashed near the distal tip. The smashed basket sheath could inhibit the ease of opening and closing the basket formation. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted four non-conformances; however, all non-conforming product was either scrapped or re-worked as appropriate. A review of complaints history revealed there have been two additional complaints associated with the complaint device lot number 7872052. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported using an ncircle tipless stone extractor during a transurethral lithotripsy (tul) procedure to extract a kidney stone. As reported, while attempting to grab the stone with the ncircle tipless stone extractor, the basket became difficult to open after the stone was grasped with it several times. The handle of the extractor became difficult to manipulate smoothly. Another device was used to complete the procedure successfully with no further problems. According to the initial reporter, the patient did not experience any adverse effects.